Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that for some time now (several months) the "whole area" down there where the implant is was tender and seemed to rise above the rest of their skin. The patient said it would hurt when they sat and there was probably inflammation down there. The patient said the skin around the ins had started to tear, the "top layer started to come apart", (they said they couldn't see the ins and it wasn't coming through the skin but the skin was open). The patient said it was warm to the touch and they feared infection. The patient said they were going to call their urologist, but the urologist was 4 hours away and all they'd done thus far was go to a "crisis pop-up doctor" who prescribed them a liquid topical antibiotic and that hadn't made anything better. Patient services sent the patient physician listings at the patient's request but also directed to follow up with a medical team as soon as possible to check the potential infection. Patient said they would reach out to their regular nurse practitioner to get checked out and locate a new doctor so they can follow up and address the issue.